Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp opening on radius assessed, as fold flaw opening. Additional observations: crease fold observed, stress marks observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Device has been explanted.